Manufacturer narrative:
(B)(4). The patient was hospitalized with diabetic ketoacidosis (dka) at the time of the contact, and stated that the dka may be related to the occlusion. This is being reported because the patient experienced dka.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.